Manufacturer narrative:
Other, other text: device evaluation: no product was returned. The investigation determined the most probable cause to be an inoperable component, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Additional corrections: b5: it was also reported that the bag was found full, no medication had infused. The pump displayed a residual volume of 0., corrected data: d3, d4 UDI number, model number, g2, g5, h6 health effects, event problem device code, see h10 for additional corrections.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed several times during the infusion and continued after the pump was stopped. No patient injury was reported.